Event description:
It was reported that post op, a realize band placement the patient returned to the surgeon for a fill. During the visit, the surgeon decided that the injection port was not working properly and decided to replace the port. The port was discarded. Additional follow up was conducted. For specific details on what is meant port not working properly. If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable.